Manufacturer narrative:
On march 30, 2023, the mentor failure analysis lab received the device for evaluation. On april 10, 2023, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. A second product was received (lot-6401083). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year old caucasian female patient underwent breast prosthesis implantation surgery with two 325cc mentor memorygel breast implants and was diagnosed, via scan, with spontaneous left breast implant rupture. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023. However, during explantation, it was discovered that the implant was actually intact. The patient's implants were both replaced with the following: (left) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9735032 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503254bc lot: 9759285 sn: (B)(4).